Event description:
Dr. Revised a left hip stem and head originally done (B)(6) 2016 by another dr. Due to peri-prosthetic fracture.

Manufacturer narrative:
Reported event: an event regarding periprosthetic fracture involving a mako stem was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to periprosthetic fracture. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pre- and post-operative x-rays as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Dr. Revised a left hip stem and head originally done (B)(6) 2016 by another dr. Due to peri-prosthetic fracture.